Event description:
The dealer reported that the shower commode is very shaky. If the commode is unstable, it could cause the user to fall off when attempting to use it.

Manufacturer narrative:
(B)(4) issued MFR. (B)(4).